Event description:
It was reported that the patient felt like the ¿device shut off on its own in the middle of the night.¿ it was noted that this issue started in the week prior to the report. It was noted that the patient would turn the device on during the night or early morning and the device would be off when the patient woke up. It was noted that the patient used the stimulation when sitting or lying down. It was further noted that when the patient noticed the implantable neurostimulator (ins) shut off on its own there was no lightning bolt on the patient programmer when they checked the ins. The patient did not have scheduled therapy or any cycling programmed. It was noted that the group and therapy impedances were in the range of 880 to 1005 ohms with no out of range values. Additional information reported that on the day prior to the report, the ins was turned on at 1:15am and turned off at 2:30am. It was further noted that the device was turned on at 4:15am and turned off at 4:30am. It was noted that ¿this did not appear to correlate with the ins charge level.¿ the ins was charged to 75% at the time of the report. It was further note that the patient ¿sometimes slept with the antenna over the ins.¿ additional information reported that there was an electrode that showed an open circuit, but it was not being used in the patient¿s programming. No cause for this was determined. It was further noted that the patient was asked to push the sync button when using the patient programmer to be sure the lightning bolt was missing at the time he felt the ins shut off. It was noted that the patient would keep a log. It was further noted that the patient was receiving satisfactory stimulation and seemed happy with his therapy at the time of his reprogramming.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4),product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).